Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check electrode belt messages) has been confirmed. Upon investigation the brown wire (lead 1-) was open in the cable between ECG "c" and the distribution node, which caused the check electrode belt messages. The root cause for the open wire could not be positively identified but was likely excessive fore on the cable section. No adverse event resulted from the open wire. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) female pt called zoll customer support to report that the pt kept receiving check electrode belt messages. The pt was issued a replacement electrode belt.